Event description:
It was reported that the user received an occlusion alert on the ilet and experienced hyperglycemia, with blood glucose reaching 282 mg/dl; the issue resolved after the user changed the infusion set (inset), consistent with an insulin delivery occlusion. Investigation of this case revealed an occlusion of insulin delivery associated with the infusion set that was corrected by replacing the consumables. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution after supply replacement without the need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable obstruction of insulin flow related to the infusion set.